Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Hcp is looking for their local manufacture representative (rep) to schedule an elective explant. Per the op report, the explant is due to the device being ineffective. The call center attempted to call back for complaint information, but the caller didn't pick up. No device issue was reported and no further patient complications have been reported as a result of this event.